Event description:
Clinical adverse event received for concern for chronic infection - deep infection. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2023. (Left knee). Treatment: blood work, aspiration, and evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d3, h6 (clinical, impact code).

Event description:
Medical records were received: on (B)(6) 2022, the patient had a left cement total knee arthroplasty, and a right cemented total knee arthroplasty. Both sides were done with competitor products cemented in with depuy cement. On (B)(6) 2023, patient had one year status left total knee arthroplasty, a swollen left knee along with pain. Radiographs were reported to show lytic change developing on the femoral side of the left knee. Aspiration of the left knee was done. On (B)(6) 2023, voice conversation record noted that the aspiration showed gross pus and the results showed chronic infection. No date: patient requires an explantation with placement of temporary antibiotic-loaded spacers. On (B)(6) 2023, revision for chronic infection: infection ¿ deep, field changed: if revision, were components removed? Yes.